Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, the procedure was done under local anesthesia. According to the complainant, on (B)(6) 2020, magnetic resonance imaging (MRI) was performed. Upon reviewing the result images, a white image similar to a gel signal was confirmed in the prostate and rectal wall, and in the middle of the rectum (near the sigmoid colon). There was no continuity seen with the injected gel between the prostate and rectum. Additionally, the patient stool would not come out easily, so laxative was prescribed. As of (B)(6) 2020, magnetic resonance imaging (MRI) shows partial injection of the spaceoar into the prostate near the posterior apex and midgland, and that there has been mild focal areas of rectal wall infiltration (rwi). There were no additional complication reported as a result of this event. Radiotherapy will be performed as scheduled.